Event description:
It was reported that an infusion utilized a spectrum pump and a gaymar fluid warmer and was programmed to deliver at a rate of 75ml/hr. After approximately 15 minutes the rate was increased to 150ml/hr. The customer stated that the tubing set "exploded" due to a clamp below the fluid warmer and that the pump did not alarm for a downstream occlusion. The customer also stated that the spectrum pump was located approximately 6 inches below the gaymar fluid warmer and that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Downstream occlusion tests were performed per the baxter preventive maintenance procedure with the unit passing. The device also passed a flow rate test performed per the baxter preventive maintenance procedure and additional flow rate tests with the unit passing. Review of the history log supports the reported event parameters; however, no malfunction could be identified.